Event description:
It was reported by service report that the unit won't zoom forward -- it stops. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Other: frame (cracked).